Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose reading of 500 mg/dl. The customer complained of dizziness and dry mouth, stating that she nearly passed out. She suspected that the high blood glucose was a result of having eaten and not delivering sufficient insulin thereafter. She stated that in the evening, after breakfast, she changed the insulin pump and wound up with the high blood glucose. She treated with the insulin pump and manual injection. No leaks or bent cannulas were found, nor any anomalies in the bolus history during troubleshooting. Troubleshooting could not be completed due to lack of tubing clamps, which the caller was advised would be sent. She noted that the day prior, she had a blood glucose reading of 400 mg/dl, which was after she treated with 5 units of insulin via the insulin pump and 10 units via manual injection. She drank much water and ate less, and she lowered the blood glucose reading to 300 mg/dl, then 290 mg/dl. None else noted.